Manufacturer narrative:
Device is a combination product. Promus element, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis without the balloon/stent. The distal shaft was not returned, including the stent and balloon. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a shaft break 138.9cm distal to the distal end of the strain relief. The polymer extrusion was visibly stretched 124.5cm distal to the distal end of the strain relief. There were multiple kinks along the mid-shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 17feb2020. It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 3.00x38mm promus element long drug-eluting stent was advanced for treatment but encountered advancing difficulties and failed to cross the lesion. The stent delivery system was noted to be broken in two halves. When it was pulled, the shaft portion came out first and since the stent portion was still placed on wire, it was slowly taken out by pulling the wire. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.